Event description:
New information received noted that the device was explanted. The patient was stable.

Manufacturer narrative:
The reported event of the patient notifier issue was not confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. The patient notifier was tested and vibrated as programmed.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator lost vibratory alert function. The device will continue to be monitored. The patient was stable and asymptomatic.